Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. UDI is unk because the part and lot number were not provided. Article titled: three to four year outcomes of the absorb bioresorbable vascular scaffold versus second-generation drug-eluting stent: a meta-analysis. The device was not returned for evaluation. A review of the electronic lot history record (elhr) for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The reported patient effects of myocardial infarction and thrombosis are listed in the xience v everolimus eluting coronary stent systems instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The absorb device is being filed under a separate medwatch report. The additional adverse patient effect of death is being filed under a separate medwatch report #. (B)(4).

Event description:
It was reported through a research article identifying the absorb scaffold and xience drug eluting stent that may be related to a cardiac mortality, myocardial infarction, revascularization, and thrombosis. Details are listed in the article, titled, three to four year outcomes of the absorb bioresorbable vascular scaffold versus second-generation drug-eluting stent: a meta-analysis by goel et al.